Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable between the control panel processing pcb and ps1 power supply was evaluated and reconnected. The system was tested, found to be working as intended and returned to service.